Manufacturer narrative:
The reported event of material break was confirmed. As received, a complete lead was returned in two pieces. Visual examination noted an external insulation abrasion beaching the outer insulation and exposing the outer coil at the proximal region. X-ray examination did not find any anomalies except for procedural damage. No other anomalies were detected.

Event description:
It was reported that there was an event where the right ventricular (rv) lead had noise; in addition, both the right ventricular (rv) and right atrial (ra) leads were noted to have had unspecified damage. Both leads were successfully explanted and replaced in procedure. The patient was noted as stable.